Event description:
It was reported that a merlin.net transmission alerts for at/af was triggered by far-r wave oversensing. Reprogramming of device was successful and patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.